Manufacturer narrative:
The technician investigated and found the nurses thought the bed exit was set but they found the patient sitting on the floor, not injured and no bed exit alarm. The technician found the bed exit was not able to be set from the right scale pod due to the key and ppm buttons not operating. The technician replaced the right scale pod to repair the bed.

Event description:
Alleged the ppm is not operating correctly from the right side. The nursing staff reported that a patient was able to get out of bed and fell. The key and positioning buttons are not operating from the right siderail.